Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had been implanted just more than two years ago however at latest check, device only had 2.5 years remaining battery life. The patient stated other devices lasted six to seven years and was concerned why this pacemaker device would only last for more than four years. The health care professional (hcp) did not seem concerned and only scheduled the patient for follow up check after six months. Boston scientific technical services (ts) reviewed data and stated this typical expected longevity would be similar to previous device. Ts also discussed possible factors that can impact longevity which included pacing percentage, pacing outputs, and how much device had been working. Ts encouraged the patient to contact and follow up with the hcp. Ts also stated the hcp had the option to send device data for engineering review if still in doubt regarding device functionality. Pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.